Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that before a procedure, the blade was connected to the attachment, and it was wobbling. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H2: device evaluation. H6: the quality investigation is complete.

Event description:
No new information.